Event description:
Ous MDR - original implant occurred possibly on (B)(6) 2006. Polyrox 60 bp was capped on (B)(6) 2011 due to it "not functioning". Elox 53 bp was explanted on (B)(6) 2014 because the doctor needed to make more room for a new lead. The capped polyrox 60 bp was explanted on (B)(6) 2014 to make more room.

Manufacturer narrative:
The serial number of this product is unknown and the product itself is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.